Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as the patient was bleeding prior to insertion of device. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient with rectal bleeding related to liver-stomach disease had a fecal management system inserted to contain the drainage. A convatec employee informed the nurse that the device should be removed due to the pre-existing bleeding but, she stated that "the patient's family expressed concern about seeing the extensive bleeding and felt it would be better to have the drainage contained." The nurse further reported that "the device was being used as a palliative measure because the patient was terminally ill and was not expected to live."